Event description:
Event description guidant received information that this implantable lead displayed noise on the rate/sense channel causing pacing inhibition. The events occurred early in the morning. The noise could not be reproduced. The device is set a most sensitivity.